Event description:
Access and deployment of a 28-16-120bl bifurcated device and two 34-34-80le infrarenal cuffs were uneventful, however, there was a slight proximal type I endoleak. Ballooning of the area did not resolve the endoleak, nor did the 2nd cuff placement. A palmaz stent was used to resolve the endoleak with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Placement of infrarenal proximal extensions were uneventful however, proximal type I endoleak was present. Use of the palmaz stent is off-label. Unk if pt anatomy met powerlink indications for use. Based on the info available, no conclusion can be drawn.